Event description:
Originally implanted (B)(6) 2010 with a spectra. On (B)(6) 2011, pt's left side implant removed due to infection.

Manufacturer narrative:
One cylinder was returned for analysis; the analysis revealed that the cylinder performed within specs.